Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging a lancing device issue with her onetouch delica lancing device. It was noted that the patient was not using the correct lancets. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at around 10am. The patient claimed she manages her diabetes with 20 units of 70/30 insulin and 10 units of regular insulin. The patient indicated she was feeling hot and sweaty 30 minute after the alleged issue began. In response to her symptoms, the patient indicated she tested on her other onetouch ultra2 meter, obtained a result of over 300 mg/dl, and treated herself with insulin. A replacement product was sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged lancing device issue began.